Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The event description defined the nail to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution; no material, design or manufacturing related issues were found. An investigation was not possible due to missing product and missing information. The customer reported that: ¿while the nail was explanted, it was stuck in the metal cannulas of the instrumentation." According to the operative technique and the r&d team the metal nail insertion sleeves are not available in the USA; therefore the usage of the metal nail insertion sleeve in the case can be excluded. It is very likely that the customer tried to explant the nail through the metal drill sleeves. This is not allowed because - the drill sleeve is designed to guide the drill and not the nail and the inner diameter of the drill sleeves is much smaller than the inner diameter of the nail insertion sleeves. The operative technique includes that the drill sleeve must be removed prior to nail insertion; the nail shall be implanted only through the nail insertion sleeve. Based on the given information the case is attributed to an off label usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. For further details please see the investigation report, attached in phase 3. Device remains implanted.

Event description:
It was reported that using the new suprapatellar instrumentation kit the surgeon implanted the nail and explanted it to reduce the fracture site. While the nail was explanted, it was stuck in the metal cannulas of the instrumentation and the surgeon felt that the coating appeared to have come off and potentially notched part of the nail. The surgeon felt that the nail was ok to reimplant. The surgeon was pleased with the outcome of the surgery and post surgical x-rays were satisfactory.